Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the patient¿s implantable neurostimulator has been overdischarged for five months (confirmed as (B)(6) of 2018). The patient was unable to connect to the implantable neurostimulator or charge it starting 5 months prior to the report. The patient¿s implantable neurostimulator was unable to be interrogated on the day of the report because the patient has his recharging equipment in storage. The patient indicated that his recharger is not holding a charge and is not working. About three months prior to the overdischarge, the patient also noted that the implantable neurostimulator would not hold a charge and would die quickly. A physician mode restart was unable to be performed as the patient did not have his recharger. The patient is planning on getting the recharger out of storage and then will contact the manufacturer representative to address the overdischarge and the implantable neurostimulator depletion rate allegation. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.